Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: a 73 year old male underwent a high-risk percutaneous coronary intervention (hrpci) and required mechanical circulatory support due to a pre support clinical state consistent with scai cardiogenic shock stage. An impella cp (sn (B)(6)) was implanted via the right femoral artery on (B)(6) 2026 at 16:11 and was successfully explanted on (B)(6) 2026 at 15:00. Following the procedure, the patient experienced groin bleeding at the access site, requiring blood transfusion. This event was classified as a major bleed. The reported major bleeding event occurred post procedure at the femoral access site and required transfusion. The patient ultimately survived the event remains on ECMO. Additional evaluation and analysis with be performed if the device is returned. An access site ooze is noted which is a known risk per our IFU (instructions for use) because of our anticoagulation and purge requirements.

Manufacturer narrative:
The investigation was completed. Investigation summary: asae / major bleed : the cause of the access site adverse event was not determined due to insufficient clinical details.